Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips scissored and the device was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.